Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced extreme high and low blood glucose events. The low blood glucose reading was 33 mg/dl, which was treated with food, and the most recent blood glucose reading was 400 mg/dl. She complained of slight nausea as a symptom of high blood glucose and treated with a manual injection. It was found that the customer's fill cannula amount was at 0 units, since she was unaware that her infusion set type required a 0.7 unit amount. She was advised that due to her constant infusion set changes, she may not have gotten all of her insulin since her basal rates gave her air instead of insulin. She experienced low blood glucose 4 days in a week. The reservoir showed the same insulin amount on the screen. She had started a new medication that was expected to make her glucose levels drop. The customer was advised to consult with her doctor regarding her high blood glucose levels; the insulin pump was found to be working as designed. Nothing further reported.